Event description:
It was reported that during the procedure in the left renal artery, the 6x40x120 xpert self-expanding stent did not deploy. When the stent delivery system was removed from the anatomy without resistance, the stent was found to be partially exposed. An unspecified balloon expandable stent was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted the device description section of the xpert stent system instructions for use states: xpert consists of a self expanding stent integrated into a delivery system, intended for use in peripheral vasculature or the biliary ducts. Based on the information reviewed, there is no indication of a product deficiency.